Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 22:35:04. During night drain cycle five, the patient's ultrafiltration reading was 1215ml, indicating the home patient (hp) drained 1215ml more than their maximum programmed fill volume of 2000ml. No further information was available.